Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation alleges patient had pain, permanent physical injuries and disfigurement after asr hip implant. Update (B)(6) 2013 - litigation alleged the patient suffered pain, joint instability, metallosis, swelling, bursitis and exposure to excessive levels of chromium and cobalt as a result of the implanted asr hip. There is no new information that changes the outcome of this investigation. Update: (B)(6) 2013 - plaintiff's preliminary disclosure form was received, which identified part/lot information and date of implant for both sides. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update: (B)(6) 2013 - additional litigation papers received (B)(6) 2013 and attached. There is no new information that would change the outcome of the investigation. Update: (B)(6) 2013 - revision operative report received stating metallosis, cloudy fluid, and femoral stem loosening. The femoral stem has been added to the complaint. Update: (B)(6) 2013 - plaintiff¿s preliminary disclosure form was received, which identified dor for the right hip. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update rec¿d (B)(6) 2014 - medical records received. Patient revised to address a pseudotumor. Upon revision a fluid-filled cavity with cloudy fluid and a gray-stained shaggy wall consistent with alval or altr, corrosion, metal debris and metal-stained fluid, no evidence of bone ingrowth into the acetabular cup, a cystic area in the acetabulum, and metal stained granulation tissue were noted. The sleeve and stem are being added to the complaint. This complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.